Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported issue of insufficient sealing. The instrument could not be tested in-house for sealing due to a cut cable but passed the electrical continuity test. The vessel sealer was also tested for jaw/electrode gap verification and passed at .0003 inches. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument would not seal the patient¿s tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the instrument would not seal. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following additional information: there was no bleeding experienced by the patient. There was no thermal effect to the patient's tissue. There were no error messages reported by the system. The patient had not undergone pre-surgical chemotherapy or radiation treatments. The vessel was not calcified. The instrument did not encounter any type of interference during the sealing cycle. The instrument had worked for a few minutes during the procedure. There was no bio debris on the instrument jaws. The surgeon does not know what caused the issue. There is no video recording available for review by isi.